Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Event date unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4), manufacturing date: 06 august 2009, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a variable angle locking drill guide was found to be broken at the end of a distal radius open reduction internal fixation surgery. Upon inspection, it was noted that 1 of the 4 pegs was broken off the device. The device, however, was not used during the procedure and did not cause any adverse effects to the patient. The device was found to be broken in the tray after surgery. This report is 1 of 1 for (B)(4).